Event description:
It was reported that during a percutaneous procedure the size 8 percutaneous tracheostomy tube appeared fine on pre-insertion inspection. The lubricating jelly was then applied. After lubrication, they inserted the tracheostomy tube into the patient's trachea and the doctor was unable to advance the tube fully into the trachea. He took the tube out of the trachea and reinspected the tube, and noticed a malformation that looked like a pinch or crimp in the distal tip of the tube. Another tube was inserted into the patient's trachea.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.